Manufacturer narrative:
H3 other text : third party service center.

Event description:
The manufacturer received a work order invoice for an everflo oxygen concentrator due to the power cord prong was missing, damaged, and dirty. There was no report of serious patient harm or injury. There was no report of medical intervention. The parts were replaced. This report is being submitted due to the prong missing on the power cord. At this time, no further investigation can be performed. If any additional information is received, a follow- up report will be filed.